Event description:
It was reported that there was an over infusion of ketamine in the medical intensive care unit. The infusion was begun at 0950. At 1020, the pump alarmed for "air-in-line" and the bag was noted to be empty. The patient's vital signs were stable and still having 4/4 twitches on train of four. There was patient involvement but no harm. Bd performed the investigation of the devices returned by the customer. It was found that the probable cause of the complaint of over infusion was believed to be due to the third party manufactured bezel assembly. The third-party part was manufactured by elite biomedical.